Event description:
It was reported that there was an issue with the tubing inter lock in the air detector on the side. When the tubing is not installed, customer gets a green light like it is installed. Intermittent issue, no patient injury was reported.

Manufacturer narrative:
One (1) sample was returned for evaluation. Visual inspection was done; the sample was received with a label peeling and a bent door assembly. Functional testing was performed. The device ran for 30 minutes, but air detector illuminated a green light when the tubing was removed and the door was closed. The complaint was confirmed. The root cause of the problem could not be confirmed. Repairs were completed. Preventive maintenance was performed. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. The service history review identified this device has not been in for service previously. (H6c, h6d, h6e).

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement and date of event was received. (Updated b5, b3, h6) d5 and e4 are unknown, no information provided to date.

Event description:
Additional info received via email (B)(6)-2022. Event date was updated. No patient involvement.